Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an intermittent audio output and an adverse event. The patient stated that the receiver vibrated after 8:00am displayed that the patient's blood glucose (bg) was in the 60's. The patient was at work thought they could make it until their break at 9:30am but started to feel out of it. It was indicated that the patient's co-workers and the onsite paramedic approached and asked if he was experiencing seizures. The patient stated ate skittles started to feel alert. A few minutes later, the onsite paramedic checked the patient's bg with a glucometer and it read 29mg/dl. The patient blacked out after the bg was checked. The patient indicated that the receiver did not alarm and just vibrated. The patient stated that when they were coming back around, they were hitting a chair and talking a lot. The patient stated that the onsite job paramedic took another bg and the patient was still at 29mg/dl. The patient ate more skittles and felt more alert and conscience. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.